Manufacturer narrative:
Date of event is estimated a review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2021-17240, related manufacturer reference number: 1627487-2021-17241, related manufacturer reference number: 1627487-2021-17242, related manufacturer reference number: 1627487-2021-17243. It was reported that patient experienced pus, bleeding and foul-smelling drainage from the incision sites. Infection was suspected by the physician. As a result, to address the issue the entire system was explanted. Treatment of antibiotics was given post op.